Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Analysis results revealed an outer insulation breached depression. Blood/body fluid was present on all conductors. Visual analysis noted all conductors distorted, the distal conductor distorted at the connector, and the lead was stretched.